Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the inner insulation was distorted due to kinking/buckling. The distal conductor was also distorted due to kinking/buckling and there was a breach of the inner insulation due to pulling/stretching/overstress. Visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead helix would not extend. It was noted the stylet became stuck in the lead and the physician pulled hard to dislodge the stylet. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.